Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a syncope. During follow-up the device could not be interrogated. The device was explanted but not replaced. The patient's condition is fine after the event.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during bench and ate testing. The power consumption of the device was measured and found to be normal. The cause of the depletion is undetermined.